Manufacturer narrative:
The getinge field service engineer (fse), who encountered the issue, replaced the batteries to fix the issue. The unit passed all functional and safety tests to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the batteries of the cs 300 intra aortic balloon pump (iabp) failed the run test. There was no patient involvement and no patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine maintenance, the cs300 intra-aortic balloon pump (iabp) unit failed battery run test. There was no patient harm reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11. Corrected data: d1, d4 (model , catalog, UDI)..

Event description:
N/a.